Event description:
The customer reported a high blood glucose level, indicated as "high" without a specific value. Cause was not known. The customer attempted to correct the high blood glucose using a correction bolus via the pump. Technical support instructed the customer to inspect the site and the infusion set, but no issues with the cannula or needle were found. The customer was encouraged to replace supplies and resume insulin and follow up for further troubleshooting if necessary.